Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon the investigation conclusion.

Event description:
Arjo was notified about an event with involvement of carevo shower trolley. The caregiver was dressing the resident and turned her over that her face was directed to caregiver. The caregiver attempted to position pants of the resident and while this operation was being carried out, the side support opened and the resident started to fall down. The caregiver held the resident to prevent from fall. She called a colleague for assistance and they put the resident back on the device stretcher. No injury was reported to be a result of this incident.

Manufacturer narrative:
Arjo was notified about an event with involvement of carevo shower trolley. The caregiver was dressing the resident and turned her over so that her face was directed to caregiver. The caregiver attempted to get pants on the resident and while this operation was being carried out, the side support opened and the resident started to fall down. The caregiver was standing at the ergo-access area and held the resident to prevent from fall. She called a colleague for assistance and they put the resident back on the device stretcher. No injury was reported to be a result of this incident. The arjo representative visited the customer facility to evaluate the involved shower trolley and gather more information. The device was found to be in good condition and it was not possible to recreate the reported problem. The arjo representative was not able to pull the side support out when it was locked. One of the locking levers (handles) was found to be a little difficult to move, which was solved by loosening the bolt to let it operate smoothly. During the interview the caregiver indicated that she checked the side supports if they were properly closed before use of the trolley. The arjo representative has also detected that one of the control panels (up/down and adjustable back support functions) was faulty and replaced the part. The customer facility was provided with training of the device usage in april 2018. The device was not under the arjo service agreement, but was maintained by the 3rd party company. According to the provided information the last maintenance was carried out in march 2018. The carevo shower trolley is equipped with two side supports/panels to secure the patient. The side support has three positions, presented in the instructions for use (IFU (B)(4) dated on september 2014): inner, outer and down folded down (p.14). The outer position can be adjusted for more space for the patient. According to the IFU: "the carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use." (P. 5) the caregiver shall be aware how to perform hygiene routines properly, without posing the patient at risk. The documents instructs also, that when side panels are raised to desired position they should lock and click into place. A caregiver should ensure that the side panels are in locked position: "to avoid the patient from falling out of the device make sure that all side supports are in a locked position." (P. 14) the carevo is subject to wear and tear, and some actions specified in the IFU must be performed by caregivers on regular basis to ensure the product remains within its original manufacturing specification: "every week - perform functionality test: check opening handles on the side supports and that they lock properly." (P. 40) based on the event's description the resident was probably leaned on the side support, which opened under her weight. This could have occur if the side support was not properly locked as the device evaluation did not reveal any significant malfunction. The side supports were verified by the arjo representative on site and it was impossible to recreate the symptom reported: side panel not keeping the intended position. The difficult operation of the side support handle was detected during inspection however, this would not affect the locking ability if it was performed according to the IFU recommendations and warnings. The review of reportable events with the involvement of the carevo shower trolley in last years, revealed a low number of similar incidents. In summary, according to the customer allegation, the side support opened itself during use which nearly led to the resident fall, prevented by the caregiver, so the device did not perform as intended. However, the technical evaluation did not reveal any significant malfunction. The shower trolley was used for patient hygiene and in that way it played a role in this event. The complaint was decided to be reportable due to the fact that patent almost fell out from the device.